Event description:
It was reported when the cage was in the distracted position it would not lock. Cage was removed when it would not remain locked in the distracted state during implant process. Another synex cage was used. No harm to patient. Delay in surgery 20 minutes. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the parallel synex implant is a component of the synex system instrument and implant set ((B)(4)) which is part of the synex system for expandable vertebral body replacement devices. The synex implant is inserted into position following a corpectomy, filled with bone graft and expanded in situ until the desired level of spinal correction is achieved. After which additional bone graft is backed around the implant and supplemental fixation is applied to stabilize the region ((B)(4)). The top level drawing for the parallel synex implant ((B)(4)) used at the time of manufacture (7/2014) was reviewed and found to be suitable for its intended use. The synex implant was found to have met the drawing specifications. The device was received under the complaint category ¿does not function¿. The complaint description notes that when ¿the cage was in the distracted position it would not lock¿. The returned implant was received functioning as intended. The implant was distracted, level-by-level, and was found to lock securely each time. Additionally the locking ring was disengaged and the implant was collapsed level-by-level, locking securely each time. The locking mechanism was found to function as intended; as such the complaint is unconfirmed. The synex cage was received in good condition with minimal surface wear present. The implant was received under the complaint category ¿does not function¿ with a description noting that when ¿the cage was in the distracted position it would not lock.¿ the implant was distracted and collapsed repeatedly and the complaint condition was unable to be replicated; therefore, the complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.